Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate shock for incorrect interpretation of signal and functional under sensing. Programming changes were made to restore normal parameters. The patient was stable.